Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was explanted from the patient¿s left eye due to an off-target outcome. The patient had a pre-existing condition of narrow angles. Following implantation, the patient experienced intense halos, suboptimal distance vision, and described the vision as soft and blurry at almost all ranges. The account suggested that the device may have contributed to the reported event. Preoperative refraction was +7.00 -1.25 x011, with a preoperative best spectacle corrected visual acuity (bscva) of 20/15-1. The intended target refraction was plano sphere (pl sph). Postoperative refraction was reported as -0.75 -1.25 x127, and postoperative bscva was 20/15-1. The patient was reported to be overcorrected and experienced a loss of two or more lines of bscva. The affected lens was explanted and replaced with a lens of the same model having a lower diopter power (30.0d). No unplanned surgical interventions, including vitrectomy, incision enlargement, or suture placement, were required. No medications outside the standard of care were prescribed, and no additional surgical interventions were planned. At the time of follow-up, the patient reported no complaints of halos or distance vision issues and was satisfied with the visual outcome. The post-exchange refraction was not yet available. No further information was provided.